Event description:
Primary surgery was performed on (B)(6) 2023. Bone fusion was achieved and revision surgery for explantation was performed on (B)(6) 2025. The head of asnis screw was deformed when removing the screw. Surgeon used the extractor to remove the deformed screw. However, the tip of the extractor was broken. Surgeon tried to remove the screw with using pilers, however, the head of screw was broken and the screw could not be removed.

Manufacturer narrative:
Correction - please refer g1 reporting contact, b2 outcome attributed to ae, d4 lot. The reported event could be confirmed since the device is broken as described in the event description. The device inspection revealed the following: the extractor was returned for evaluation and it can be confirmed that the tip is broken off, the broken head of screw with the tip fragment was not sent back. A microscopic inspection of fracture face was made. The absence of plastic deformation and the presence of smooth surface with a shear lip on one side indicates a sudden brittle fracture. The fracture face is oblique, indicating the device was exposed to high lateral forces when it broke. The findings indicate that a torsional and bending overload did lead to the breakage of the device. In general, is the device, which was manufactured in year 2013 is in a very used condition. The laser markings are barely readable. Due to that was initially with the 01464h incorrect lot number reported, the review of the manufacturing document has shown that the correct lot must be 01464r. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The breakage shows typical signs of an overload fracture caused by high torsional and lateral loads. Wear and tear may also have played a certain role. In more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
Primary surgery was performed on (B)(6) 2023. Bone fusion was achieved and revision surgery for explantation was performed on (B)(6) 2025. The head of asnis screw was deformed when removing the screw. Surgeon used the extractor to remove the deformed screw, however, the tip of the extractor was broken. Surgeon tried to remove the screw with using pilers, however, the head of screw was broken and the screw could not be removed.